Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had post-reset ram crc alarm but that was after he let the insulin pump die because he did not change the battery in time. Customer reported low battery alarm or short battery life. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting and declined. Customer was not able to reset insulin pump at this time. The device will not be returned for analysis.